Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that anti-emetic leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that anti-emetic leaked from the bd insyte autoguard bc shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture:yes. Received one 22ga iag bc catheter-adapter assembly along with a 50ml miscellaneous IV bag and administration extension set. DHR for this complaint could not be reviewed as the lot number associated with this investigation is unknown. Visual/microscopic examination: the unit revealed traces of blood throughout. The extension set connector revealed traces of blood. Slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. Leakage was observed at the connection of the female luer adapter and the slip luer test fixture. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. (B)(4) had been initiated to investigate this type incident and identity the root cause.